Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via medwatch "patient brought to interventional radiology suite for midline catheter placement. On pre-procedure ultrasound of the right upper extremity for vein assessment, a retained intravascular microwire was seen. This was confirmed by fluoroscopy. Upon review of the medical record, the interventional radiology team could not find that it was ever that a retained foreign body was recorded. Per history obtained from the patient, the patient stated that, there was an attempt by 2 nurses to place an ultrasound-guided IV at bedside. An IV was placed but it never worked well and was eventually removed prior to the patient coming to ir. Review of the electronic medical record by the interventional radiology team was performed; documentation of this event was unable to be found. It seems the wire fractured."